Event description:
The initial reporter stated they received discrepant results for two patient samples tested on the cobas integra 400 plus analyzer. Results for ca2 (calcium) and total protein were affected. The customer stated they were running controls in the morning and received alarms indicating there was not enough fluid. The customer tried adding more control material to the cups and also tried replacing the cups. Controls eventually ran and were acceptable. The customer tried running patient samples and noticed several had flags indicating the values were below the measuring range and at this time also realized an issue with transmission of the first patient sample result. The first patient sample initially resulted in a calcium value of 9.3 mg/dl. The customer noticed that the result did not cross over to their laboratory information system (lis). The customer deleted the sample order and re-ordered it manually for repeat testing. The repeat value was 2.6 mg/dl accompanied by a data flag. The original value was deemed correct and the customer later realized this correct value did cross over to the lis. Other patient samples were repeated and a discrepancy was noted for a second sample. The second sample initially resulted in a total protein value of 1.52 g/dl and it repeated as 7.1 g/dl. A corrected report was issued for this sample.

Manufacturer narrative:
The calcium reagent lot number was 72663701, with an expiration date of 31-jul-2024. The total protein reagent lot number and expiration date were requested, but not provided. The customer replaced a probe and this resolved the issue. A review of the alarm trace showed errors indicating that no fluid was detected. The investigation determined the probe replacement resolved the issue.